Event description:
It was reported that the screen on the 9600 system goes blank during a case. The 9600 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified. The power was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.